Event description:
Heparin 25,000 units in 250cc 0.45% naci infusing per pump #2 on this manufacturer pump at 500u/hour or 5cc/hour. New bag of haparin hung at 1445. Upon assessment at 1600 hours, approximately 240cc of heparin remianing in bag with this manufacturer pump set at rate of 5cc/hr. Into #20 jelco in left hand. Rechecked IV drips at 1700, no problems with pumps on IV's noted. At 1745 hours, noted heparin bag empty. Checked machine. No alarms on pump reading infusion rate at 5cc/hr. No alarms sounded when infusion exceeded that rate.